Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 78011ud00; however, a review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. In-house accuracy testing with a retained kit of reagent lot 78011ud00 was completed. All validity and acceptance criteria were met, indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot number 78011ud00, was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing modules for a 48-year-old male patient, which were inconsistent with the results from the hospital. The following data was provided: customer¿s cut-off: 35 pg/ml. Sid (B)(6): (B)(6) 2025 initial result = 847.7 pg/ml ((B)(6) with reagent lot#79018ud00). (B)(6) 2025 repeat result = 1030.0 pg/ml ((B)(6) with reagent lot#78011ud00). Troponin t results (roche platform) = normal no impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). This report is being filed on an international product, list number: 08p13 that has a similar product distributed in the us, list number: 04z21, alinity I stat high sensitivity troponin-I, with 510k number: k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat highly sensitive troponin-I results generated by the alinity I processing modules for a 48-year-old male patient, which were inconsistent with the results from the hospital. The following data was provided: customer¿s cut-off: 35 pg/ml. Sid: (B)(6): on (B)(6) 2025 initial result = 847.7 pg/ml (B)(6) with reagent lot#: 79018ud00). On (B)(6) 2025 repeat result = 1030.0 pg/ml (B)(6) with reagent lot#: 78011ud00). Troponin t results (roche platform) = normal no impact to patient management was reported.